Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned.

Event description:
It was reported that the cement started to be hardened for 2 min and it hardened completely for only 6min starting from mixing with acm in bha with e.o.n. 2 vials of the antibiotic (200ml,amilacin) were mixed into the cement. The surgeon used another cement with mix kit instead of it and the procedure was completed without any problems and delay. All monomer and polymer were used. The temperature of the op room and store room were bothe 24c. Two pacs of the cements were used. We cannot specify that how the acm was stored.

Manufacturer narrative:
A device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. A visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the product at the time of mixing and by the temperatures of the utensils with which it contacts during mixing. It is important to note that for 12-24 hours prior to use in surgery, the product components should be kept at ambient or temperature. Another key factor is that vigorous mixing may accelerate the polymerization of the cement.

Event description:
It was reported that the cement started to be hardened for 2 min and it hardened completely for only 6min starting from mixing with acm in bha with e.o.n. 2 vials of the antibiotic (200ml,amilacin) were mixed into the cement. The surgeon used another cement with mix kit instead of it and the procedure was completed without any problems and delay. All monomer and polymer were used. The temperature of the op room and store room were bothe 24c. Two pacs of the cement were used. We cannot specify that how the acm was stored.